Event description:
It was reported that the right ventricular (rv) lead failed to capture. The lead was reprogrammed and remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.